Event description:
Reportedly, this stent was placed in the right iliac following crossing of cto with an ipsilateral access. The lesion had been predilated with 7x20balloon. The balloon stent was inflated to nominal and the stent proceeded to move 4mm distally, missing the lesion. A second stent was deployed to cover the lesion successfully. This stent was being used off labes as it is approved for use in the biliary tree.